Manufacturer narrative:
Product complaint # (B)(4). Corrected information: d 9. Device available for evaluation? Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H.6. Component code: g07002 - pending evaluation of returned device. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1. Was a sales representative present during the case when the issue was experienced? No. 2. Were there any unexpected outcomes, complications, or patient consequences as a result of the event? No. 3. Was the product used on the patient? Yes. 4. Are there pictures of the damaged device available? No. The following information was requested, but unavailable: 1. Is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? Unknown. 2. How many times have they applied the laparoscopic tip? Unknown. 3. Was any leakage or product solution observed at the luer locks connection? Unknown. 4. Was surgery delayed due to the reported event? Unknown, 5. Was procedure successfully completed? Unknown, 6. Were fragments generated? Unknown, 7. If yes, were they removed easily without additional intervention? Unknown, 8. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, 9. Is the patient part of a clinical study? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a vistaseal dual applicator was used. The dual applicator malfunctioned and would not release to be able to attach as directed. No adverse patient consequences were reported. Additional information was requested

Manufacturer narrative:
Product complaint # (B)(4). Corrected information: h 3. Device evaluated by manufacturer? Additional information: h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions. H6 component code: g07002 - no device problem found. H3 investigation summary: according to the information received the vstas1 device had connection issue (device). The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that only the packaging opened from the vstas1 device was returned. No device was returned. In addition, the syringe holder with pre-filled syringes were returned inside it's packaging unopened. Due to the condition of no device retuned, no functional testing could be performed to evaluate the reported incident. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what might have caused the reported event as the device was not returned. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Additional information: lnstituto grifols, s.a. (Ig) received a notification through ethicon related to one unit of vistaseal 4ml, batch number a04j147211, reporting that "the dual applicator malfunctioned would not release to be able to attach as directed. One device returning. I certify that all information that are known/available has been disclosed.". No patient involvement was reported. Upon receipt of the reported incident, additional information was requested to support the investigation, including details regarding the incident experienced and the event reported in the notification, the patient involvement, confirmation that no adverse events were associated with this product deficiency, as well as the availability of pictures and the device itself for return. To date, the following information was provided: no adverse events were associated with this product deficiency. No pictures were available. The device was returned. The device was received at the ethicon facilities, and the subsequent investigation indicated the following: a. Evaluation of the returned sample at ethicon facilities: visual inspection of the returned unit revealed that the dual applicator tip packaging was received empty, with the applicator tip missing. Additionally, the blister containing the pre-filled syringes was returned sealed and intact within the packaging. Due to the absence of the dual applicator tip, functional testing could not be conducted to assess the reported incident. According to ethicon's investigation no conclusion could be reached as to what may have caused the reported event as the dual applicator tip was not returned. According to our standard procedures, ig initiated an investigation focused on: b. Investigation of the dual applicator tip: considering the nature of the reported incident, ig requested ethicon, as the supplier of vistaseal dual applicator, to investigate the batch of the tip involved. The investigation focused on reviewing the batch records for the batch of the tip used. Ethicon concluded that all components used in the batch involved met the established specifications, with no related incidents reported. C. Results of quality control performed at ig facilities: according to ig standard procedures, the results of the quality controls performed to the incoming materials (tip) involved in the notification were reviewed. A review of the results related to the luer locks functionality performed to incoming tips kitted with the involved batch, a04j147211, was performed. The results were found correct, and no deviations were detected. Due to the absence of the dual applicator tip and the lack of photographic evidence supporting the reported incident, it is not possible to confirm a potential root cause. Based on the results of the investigation conducted, ig concludes that the incident is not attributable to a product quality defect or any of its components. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). D4 UDI number: UDI/gtin unavailable as this device is from a kit. Additional information: d4. Expiration date, h 4. Device manufacture date, h 6. Type of investigation. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b . This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.